Event description:
It was reported that during a routine device change out procedure, the right ventricular lead exhibited a capture anomaly. The lead was capped and a new lead was implanted. The patients condition was stable post procedure.

Manufacturer narrative:
.